Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center experienced sparking on the right side of machine, between the housing grates. The device shot down and will not turn on. The issue occurred during an unspecified procedure. The procedure was completed with an olympus back up device.there were no reports of patient harm.